Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the right atrial (ra) lead was found to have high capture thresholds. No loss of capture was noted. The ra lead capped and replaced on (B)(6) 2021. The patient did not suffer any adverse consequences during the event.